Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on the customer allegation of ¿sometimes does not display an image, intermittent issue.¿ was not confirmed due to no device return. Cause cannot be established due to no findings available. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofiberscope sometimes does not display an image, intermittent issue observed at startup. There were no reports of patient harm or involvement.